Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of megadyne telescoping dissectors. Thermal injury: defined as presence of an ICD-10 cm diagnosis code (primary or secondary) for thermal injury/burn (see appendix 1) during the index episode of care where a study device was used. Count - 1: appendix 1. ICD-10-cm diagnosis codes for thermal injury. T20.0% burn of unspecified degree of head, face, and neck. T20.1% burn of first degree of head, face, and neck. T20.2% burn of second degree of head, face, and neck. T20.3% burn of third degree of head, face, and neck. T21.0% burn of unspecified degree of trunk. T21.1% burn of first degree of trunk. T21.2% burn of second degree of trunk. T21.3% burn of third degree of trunk. T22.0% burn of unspecified degree of shoulder and upper limb, except wrist and hand. T22.1% burn of first degree of shoulder and upper limb, except wrist and hand. T22.2% burn of second degree of shoulder and upper limb, except wrist and hand. T22.3% burn of third degree of shoulder and upper limb, except wrist and hand. T23.0% burn of unspecified degree of wrist and hand. T23.1% burn of first degree of wrist and hand. T23.2% burn of second degree of wrist and hand. T23.3% burn of third degree of wrist and hand. T24.0% burn of unspecified degree of lower limb, except ankle and foot. T24.1% burn of first degree of lower limb, except ankle and foot. T24.2% burn of second degree of lower limb, except ankle and foot. T24.3% burn of third degree of lower limb, except ankle and foot. T25.0% burn of unspecified degree of ankle and foot. T25.1% burn of first degree of ankle and foot. T25.2% burn of second degree of ankle and foot t25.3% burn of third degree of ankle and foot t26.0% burn of eyelid and periocular area. T26.1% burn of cornea and conjunctival sac t26.2% burn with resulting rupture and destruction of eyeball. T26.3% burns of other specified parts of eye and adnexa. T26.4% burn of eye and adnexa, part unspecified. T27.0% burn of larynx and trachea. T27.1% burn of involving larynx and trachea with lung. T27.2% burn of other parts of respiratory tract. T27.3% burn of respiratory tract, part unspecified. T28.0% burn of burn of mouth and pharynx. T28.1% burn of esophagus. T28.2% burn of other parts of alimentary tract. T28.3% burn of internal genitourinary organs. T28.4% burns of other and unspecified internal organs. Surgical or soft tissue injury: defined as the presence of an ICD 10-cm diagnosis code (primary or secondary) for surgical or soft tissue injury (see appendix 2) during the index episode of care where a study device was used. Count - 9. Appendix 2. ICD-10-cm diagnosis codes for soft tissue or surgical injury. D78.11- accidental puncture and laceration of the spleen during a procedure on the spleen. D78.12- accidental puncture and laceration of the spleen during other procedure. E36.11- accidental puncture and laceration of an endocrine system organ or structure during an endocrine system procedure. E36.12- accidental puncture and laceration of an endocrine system organ or structure during other procedure. G97.48- accidental puncture and laceration of other nervous system organ or structure during a nervous system procedure. G97.49- accidental puncture and laceration of other nervous system organ or structure during other procedure. H59.219- accidental puncture and laceration of unspecified eye and adnexa during an ophthalmic procedure. H59.229- accidental puncture and laceration of unspecified eye and adnexa during other procedure. H95.31 accidental puncture and laceration of the ear and mastoid process during a procedure on the ear and mastoid process. H95.32- accidental puncture and laceration of the ear and mastoid process during other procedure. I97.51- accidental puncture and laceration of a circulatory system organ or structure during a circulatory system procedure. I97.52- accidental puncture and laceration of a circulatory system organ or structure during other procedure. J95.71- accidental puncture and laceration of a respiratory system organ or structure during a respiratory system procedure. J95.72- accidental puncture and laceration of a respiratory system organ or structure during other procedure. K91.71- accidental puncture and laceration of a digestive system organ or structure during a digestive system procedure. K91.72- accidental puncture and laceration of a digestive system organ or structure during other procedure. L76.11- accidental puncture and laceration of skin and subcutaneous tissue during a dermatologic procedure. L76.12- accidental puncture and laceration of skin and subcutaneous tissue during other procedure. M96.820- accidental puncture and laceration of a musculoskeletal structure during a musculoskeletal system procedure. M96.821- accidental puncture and laceration of a musculoskeletal structure during other procedure. N99.71- accidental puncture and laceration of a genitourinary system organ or structure during a genitourinary system procedure. N99.72- accidental puncture and laceration of a genitourinary system organ or structure during other procedure . Perioperative bleeding: defined as the presence of relevant ICD-10-cm diagnosis codes (primary or secondary) for bleeding (see appendix 3) during the index episode of care where a study device was used. Count - 21. Appendix 3. ICD-10-cm diagnosis codes for soft tissue injury. D78.01- intraoperative hemorrhage and hematoma of the spleen complicating a procedure on the splee.n. D78.21- postprocedural hemorrhage of the spleen following a procedure on the spleen. D78.31- postprocedural hematoma of the spleen following a procedure on the spleen. E36.01- intraoperative hemorrhage and hematoma of an endocrine system organ or structure complicating an endocrine system procedure. E89.810- postprocedural hemorrhage of an endocrine system organ or structure following an endocrine system procedure. E89.820- postprocedural hematoma of an endocrine system organ or structure following an endocrine system procedure. G97.31- intraoperative hemorrhage and hematoma of a nervous system organ or structure complicating a nervous system procedure. G97.51- postprocedural hemorrhage of a nervous system organ or structure following a nervous system procedure. G97.61- postprocedural hematoma of a nervous system organ or structure following a nervous system procedure. H59.11%- intraoperative hemorrhage and hematoma of eye and adnexa complicating an ophthalmic procedure. H59.31%- postprocedural hemorrhage of eye and adnexa following an ophthalmic procedure. H59.33%- postprocedural hematoma of eye and adnexa following an ophthalmic procedure. H95.21- intraoperative hemorrhage and hematoma of ear and mastoid process complicating a procedure on the ear and mastoid process h95.41- postprocedural hemorrhage of ear and mastoid process following a procedure on the ear and mastoid process. H95.51- postprocedural hematoma of ear and mastoid process following a procedure on the ear and mastoid process. I97.411- intraoperative hemorrhage and hematoma of a circulatory system organ or structure complicating a cardiac bypass. I97.418- intraoperative hemorrhage and hematoma of a circulatory system organ or structure complicating other circulatory system procedure. I97.611- postprocedural hemorrhage of a circulatory system organ or structure following cardiac bypass. I97.618- postprocedural hemorrhage of a circulatory system organ or structure following other circulatory system procedure. I97.631- postprocedural hematoma of a circulatory system organ or structure following cardiac bypass. I97.638- postprocedural hematoma of a circulatory system organ or structure following other circulatory system procedure. J95.61- intraoperative hemorrhage and hematoma of a respiratory system organ or structure complicating a respiratory system procedure. J95.830- postprocedural hemorrhage of a respiratory system organ or structure following a respiratory system procedure. J95.860- postprocedural hematoma of a respiratory system organ or structure following a respiratory system procedure. K91.61- intraoperative hemorrhage and hematoma of a digestive system organ or structure complicating a digestive system procedure. K91.840- postprocedural hemorrhage of a digestive system organ or structure following a digestive system procedure. K91.870- postprocedural hematoma of a digestive system organ or structure following a digestive system procedure. L76.01- intraoperative hemorrhage and hematoma of skin and subcutaneous tissue complicating a dermatologic procedure. L76.02- intraoperative hemorrhage and hematoma of skin and subcutaneous tissue complicating other procedure. L76.21- postprocedural hemorrhage of skin and subcutaneous tissue following a dermatologic procedure. L76.22- postprocedural hemorrhage of skin and subcutaneous tissue following other procedure. L76.31- postprocedural hematoma of skin and subcutaneous tissue following a dermatologic procedure. L76.32 postprocedural hematoma of skin and subcutaneous tissue following other procedure m96.810- intraoperative hemorrhage and hematoma of a musculoskeletal structure complicating a musculoskeletal system procedure. M96.811- intraoperative hemorrhage and hematoma of a musculoskeletal structure complicating other procedure. M96.830- postprocedural hemorrhage of a musculoskeletal structure following a musculoskeletal system procedure. M96.831- postprocedural hemorrhage of a musculoskeletal structure following other procedure. M96.840- postprocedural hematoma of a musculoskeletal structure following a musculoskeletal system procedure. M96.841- postprocedural hematoma of a musculoskeletal structure following other procedure. N99.61- intraoperative hemorrhage and hematoma of a genitourinary system organ or structure complicating a genitourinary system procedure. N99.820- postprocedural hemorrhage of a genitourinary system organ or structure following a genitourinary system procedure. N99.840- postprocedural hematoma of a genitourinary system organ or structure following a genitourinary system procedure. ¿%¿ at the end of the code denotes any valid value for subsequent characters. This is for ethicon. A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2026. D4 batch #: unknown. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.